Manufacturer narrative:
Correction - aware date was corrected from 25 jul 2024 to 24 july 2024.

Event description:
New information noted that patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the right atrial (ra) lead exhibited noise oversensing and far r-wave oversensing resulting in inappropriate mode switch. No changes or interventions were reported. The patient condition was not known.